Event description:
It was reported that there were concerns regarding premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, the battery was at 9.5 years now it's down to 4 years and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the fields b5. Describe event or problem, d6b. If explanted, give date, h1. Type of reportable event & h6. Adverse event problem.

Event description:
It was reported that there were concerns regarding premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, the battery was at 9.5 years now it's down to 4 years and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently this device was explanted. No additional adverse patient effects were reported.